Event description:
It was reported that this right ventricular (rv) lead exhibited noise in isometrics with oversensing. There was pacing inhibition with no asystole reported. This lead was explanted and replaced with a new rv lead. Upon explant a fracture in the lead was observed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise in isometrics with oversensing. There was pacing inhibition with no asystole reported. This lead was explanted and replaced with a new rv lead. Upon explant a fracture in the lead was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the anode conductor coil is deformed/multiple dislocations as well as noted cuts in the insulation and deformed conductor coils which was likely explant damage. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately approx. 237-247mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise in isometrics with oversensing were likely caused by the confirmed fracture.